Event description:
During a sphincterotomy procedure, a cook tracer hybrid wire guide was used. The wire guide was left in place while trying to coagulate using an argon 360 device. The argon device made contact with the distal end of the wire guide and melted it. No section of the device detached inside the endoscope or pt. Upon receiving the device for eval, we confirmed approximately 25 cm of the distal tip is missing [which has been established as a reportable occurrence]. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unknown. The medical facility stated that no section of the device detached inside the endoscope or pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our eval of the returned product confirmed the report. The device was returned with approximately 2 mm of the core wire exposed and the orange coating was extremely bunched. The core wire with orange coating over it was measured and approximately 25 cm of the core wire along with the blue coating with markings was observed to be missing. There was a kink in the wire guide approx 208.5 cm from the proximal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. According to the report the wire guide was left in place while trying to coagulate using an argon 360 device. The argon device made contact with the distal end of the wire guide and melted it. The hyb-48025 instructions for use state: "this wire guide may be left in place when used under normal conditions in conjunction with, and according to the instructions for use, a compatible cook electrosurgical (es) device." The argon 360 coagulation device is not a cook electrosurgical device. Prior to distribution, all hybrid wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.